Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: one device is not available for evaluation, though it was originally anticipated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device overheated. Seven reported events had no patient involvement; no patient impact. Two reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation. Eight events were confirmed during testing. Five devices were found to be affected broken down lubrication. Two devices were found to be affected by broken down lubrication and debris on the bearings. One device was found to be affected by internal corrosion and corroded bearings. One device is available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device overheated. Seven reported events had no patient involvement; no patient impact. Two reported event had patient involvement; no patient impact.